Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned for analysis. Electrical testing, visual examination and x-ray inspection were normal.